Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not alarming when the dose was done. They stated that the pump was settings were "beep when done". They did not indicate if the pump had a dose set, or if it was set to infinite and no alarm would have been expected. Mmdg made multiple attempts to follow up with the initial reporter, but they were unsuccessful. There were no reports of adverse effects to the patient. [Complaint- (B)(4)].